Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch select meter was displaying an "er2" message. Per the onetouch select owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue occurred on (B)(6) 2011 at 2:30am. The cca was advised by the patient that he manages his diabetes with oral medication (unknown type and dosage), diet and exercise and stated that he took less food/drink in response to the reported issue. The patient denied developing symptoms. About an hour to an hour and a half after the alleged issue began, the patient claimed to have been admitted to the ER where he was treated with IV fluids. At the time of troubleshooting, the cca determined that the patient was using the incorrect type of test strips. Replacement products were sent to the patient. Although the patient denied developing symptoms, this complaint is being reported because the patient claimed to have received medical intervention after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.